Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rear line damaged is caused by a component failure of the universal cord, light source fail is caused by a component failure of the lg bundle and image fail is caused by a component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited rear line damaged, light source fail, image fail, component failure of the universal cord, component failure of the electronical component and component failure of the light guide (lg) bundle. There was no patient involvement.